Manufacturer narrative:
The reported insulation anomaly was confirmed in the laboratory. A partial lead was returned measuring 6.1cm from the connector pin. Visual inspection noted outer insulation abrasion at 5.7cm from the connector pin. The is-1 proximal coil was exposed in this area. These abrasions are consistent with lead friction to the ICD.

Event description:
The rv lead was revised due to insulation damage.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04486 and # 3005099803-2010-04487. It was reported to boston scientific corporation that two jagtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, the physician found the wire was already broken when he opened the packages. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.